Event description:
Event description guidant recieved information that the patient with this pacing system expired. The patient's wife questioned why he died and suspected that it might be related to the pacemaker.